Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find two other complaints on the lot number 9807053 ((B)(4)) on the same defect. No sample was received for this complaint but we received samples for the same issue of disconnection between the stent biosoft and the orx pusher. On the samples received, we measured pusher and jj biosoft. The pusher was conformed to our specification but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentionned: nc-009530: "jj biosoft out of specification": this non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on biosoft product, defect: functionality / disconnect from october 2020 to october 2024, 22 similar cases were found.

Event description:
According to the available information, the pusher disconnects arbitrarily and/or too easily/quickly so that the jj does not remain in place. The jj must be removed with pliers and a new one is used. No harm to the user.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the pusher disconnects arbitrarily and/or too easily/quickly so that the jj does not remain in place. The jj must be removed with pliers and a new one is used. No harm to the user.